Manufacturer narrative:
It was reported that a hl20 device displayed the error message head. The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error head indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation and repair. The motor was found to be defective and needs to be replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar complaint with error message: head was already investigated in the getinge life cycle engineering. During investigation of the motor it was identified that the output voltage of the tacho signal shows periodical voltage drops. This can lead to a misreading of the motor speed by the rpm control system which results in the reported error message: head. The most probable root cause could be determined to a contact issue between the tacho rotor and the brushes. Due to the age of the device and the part motor (almost 10 years old) age related aspects can be considered as well. The review of the non-conformities has been performed on (B)(6) 2025 for the period of 2015-12-29 to 2025-08-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-12-29. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error message: head could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl20) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india. It was reported that a hl20 device displayed the error message head. The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error head indicates that the motor tacho shows a value but the head tacho shows 0 (zero). The failure can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).